Event description:
It was reported that the pt reported feeling the pocket get very hot. The pulse generator pocket accumulated of fibrous tissues. The pulse generator was scheduled to be explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.